Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no steps taken to resolve the incontinence and frequency and the issue was not resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported since the deep brain stimulation (dbs) surgery he had not been able to control his bladder. The patient noted he had to go all the bathroom all of the time. The patient addressed the issue with the healthcare professional (hcp). The patient noted they also worked with their manufacture representative (rep) to change different setting, but nothing had worked yet. The patient noted he tried different settings and increased the stimulation a little bit, but they could not seem to get it under control. The patient was redirected to follow up with their hcp for further instructions. The patient noted the symptoms began on (B)(6) 2018. The patient stated she notified the rep when he saw her a couple of couple prior to the call. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had incontinence and frequency prior to the deep brain stimulation (dbs), as a result of his parkinson's. The health care professional stated that the dbs did not cause it and it was resolved by placement of the implantable neurostimulator (ins). There were no further symptoms or complications reported or anticipated.